Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the cable was damaged, that it failed two uplink amplitude tests and that the lens was broken. It was noted that when the cable was temporarily replaced with a known good cable it passed functional testing. The head was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.